Event description:
It was reported that, during a meniscus refixation procedure, the fastfix 360's anchor was released incorrectly. The procedure was resumed, with non significant delay, using the same device. No further complications were reported, the patient is doing well.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned in a single original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were returned off the needle with no visible defect. The insertion device has no visible defect. Bio debris is present in the needle. Device two, the t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. The insertion device is severely bent. The actuator is beyond the tip of the needle. Bio debris is present. A functional evaluation of device one showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two showed the actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. These findings are related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the failure to fire. Factors that could have contributed to the reported event include inadvertently bending of the needle/overmold assembly. Based on this investigation, the need for corrective action is not indicated. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the broken anchor include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.